Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead with the distal tip measuring 50.0cm was returned for analysis. Externalized conductors due to external and internal insulation abrasion were noted at 11.0-13.5cm from the distal tip. The etfe coating was intact at this location. External and internal insulation abrasion was noted at 10.0-11.0cm from the distal tip. Externalized conductors due to external and internal insulation abrasion were noted at 6.5-8.5cm and 9.5-11.7cm from the distal tip. The etfe coating was abraded and rv conductor fractured at these locations.

Event description:
It was reported that patient received multiple inappropriate therapies. The patient went into vf again, and emergency personnel delivered external defibrillation. A lead anomaly was suspected. Fluoroscopy revealed an insulation anomaly. The lead was explanted and replaced.